Event description:
It was reported that the hvr bone cement used in the patient was not stored at 23 +/- 1 degree celsius for 24 hours prior to use. Reportedly, the cement was doughy and homogenous prior to delivery to the patient. No other information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in a case study literature that a patient underwent a balloon kyphoplasty procedure (bkp) at t11 approximately 8 weeks after an unspecified injury. Post-operatively, the patient reportedly "needed no analgesics and was independently ambulant at discharge seven days after surgery". However, 20 days post-op the patient developed increased back pain again and was taken to the hospital. It was reported that "percussion tenderness was found at the thoracolumbar spine by physical examination" but no neurological deficits were found. Plain radiographs and CT imaging showed no fractures at adjacent levels. According to the report, the patient was hospitalized for further investigation and rest, at which time an MRI was taken and revealed a fracture at t11. No new vertebral fractures were detected at any other levels. According to the report, "rest and pain control relieved the symptoms and administration of teriparatide was started as treatment for serious osteoporosis." The patient was discharged from the hospital at unknown time. It was reported the patient final outcome was "good." No further information was reported.

Manufacturer narrative:
Literature citation: junya katayanagi, takahiro iida, yasumasa oyama, akihisa ato, ken mine, yoshitake kohakura, yoko masuda, kazuyuki matsumoto, satoru ozeki. "One case of an early refracture at the vertebra treated with bkp: risk of subsequent vertebral fractures and efficacy of teriparatide in bkp treatment." J. East. Jpn. Orthop. Traumatol. Aug 2012. Vol. 24(3). P 277. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Radiology films interpretation: "paper reports refracture diagnosed by MRI 20 days post t11 kyphoplasty. Very little collapse of body is noted on x-ray and vertebral edema would naturally increase after procedure and would still be increased 20 days postop when compared to pre-procedure MRI. MRI shows edema at t11 on t1 but no increase in t2 signal above cement bolus where collapse is alleged to have happened."

Manufacturer narrative:
Additional information.

Event description:
It was reported that a t11 "re-fracture" was observed via x-rays, CT scans and mris 14 days post-op. The severity was reported as moderate and treated conservatively. No further information was reported.